Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, the cuff of this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected and tested for leaks. The cuff passed visual inspection. No damage or abnormalities were found. No leaks were found in the cuff. Based on the information available and analysis results, the allegation of mechanical issue and hole/perforated is unable to be confirmed. The device history record (DHR) review was unable to be performed as the lot number was not provided. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the went to the clinic because this artificial urinary sphincter (aus) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the cuff connecting tube was identified. The cause of crack in the cuff connecting tube was not detailed by the hospital. The cuff was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the went to the clinic because this artificial urinary sphincter (aus) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the cuff connecting tube was identified. The cause of crack in the cuff connecting tube was not detailed by the hospital. The cuff was removed and replaced. No patient complications were reported.